Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from the USA of nausea, fever, peritonitis with culture positive for acinetobacter and urinary tract infection in a patient, coincident with dianeal pd4 ambuflex therapy. On an unknown date, the patient began dianeal pd4 ambuflex therapy (2.5l, 6 exchanges per day, lot number not reported), intraperitoneally (ip) for end stage renal disease (esrd) via automated peritoneal dialysis (apd). Upon follow-up regarding an unrelated homechoice alarm previously reported to baxter technical services (bts), the nurse reported the following. On (B)(6) 2011, the patient was hospitalized due to nausea, abdominal pain and fever (onset dates not reported). On an unreported date, the patient was diagnosed with peritonitis, manifested by abdominal pain and urinary tract infection. No exit site or tunnel site infection was associated with the peritonitis. On an unreported date, the patient began remedial treatment with an unspecified antibiotic. In (B)(6) 2011 (unspecified date), the patient was discharged from the hospital, but the patient did not recover from the events of nausea, fever, urinary tract infection and peritonitis, manifested by abdominal pain. On (B)(6) 2011, the patient was re-admitted to the hospital. The nurse was not sure if the admitting diagnosis was the same as the first hospitalization. Information regarding remedial treatment was unknown. On (B)(6) 2011, the patient was discharged from the hospital. It was not reported if the events of nausea, fever, urinary tract infection and peritonitis, manifested by abdominal pain resolved. At the time of this report, dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the events of nausea, fever, urinary tract infection and peritonitis were not related to the therapy with dianeal solution. The nurse declined any further follow up information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors that might have caused potential contamination. The assignable cause is determined as no device malfunction or use error identified. A review of all batch record documents was performed on the potentially associated lots h11h26021 and h11g21032 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.